Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02582. Related manufacturer reference number: 3006705815-2021-02584. It was reported that the patient experienced ineffective therapy due to lead migration. Reportedly, one of the patient¿s leads migrated. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored. Note: it is unknown what two leads the patient had implanted during the event. One lead was explanted and replaced (reference MFR number: 3006705815-2020-32770 and 3006705815-2020-32771) additionally, it is unknown which lead migrated therefore all three leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.